Manufacturer narrative:
An MDR was initially filed for this complaint record under MDR #3006575795-2024-00869. A follow-up MDR is being submitted to clarify that the complaint was reported by mistake and is not reportable event. Upon code review this complaint record was updated to reflect the correct complaint code category which is "1pdm2 pump door module - constant door open alarm". This device was reported by mistake which the reported failure code is not a reportable event according to the MDR decision tree. Therefore this complaint will be closed as a non-reportable event.

Manufacturer narrative:
There are no previous complaints on the device. Device received on (B)(6) 2024, investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/27/2024, znyo medical received a report from a customer reporting that the pump was continuously alarmin that the door was open and did not work. No report of patient injured/harmed.